Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that the night before, the insulin pump kicked them out of automode. The customer bolused and got back into auto mode. The morning of the call blood glucose went from 300 to 100 mg/dl after changing the set. The customer was then driving home and sensor glucose was over 300 but blood glucose was 400 mg/dl and the insulin pump went out of auto mode again. It was explained that the blood glucose has to be stable to calibrate. The insulin pump will not be returned for analysis.